Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for insulin pump error detected. Customer¿s current blood glucose was 8.6mmol/l. Customer was able to rewind the insulin completely but issue occurred again for 5 times. Insulin pump will be return for analysis.

Manufacturer narrative:
(B)(4).the insulin pump passed the rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. There was no pump error 38 during testing. The motor was tested outside the device and passed.